Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-05365. It was reported during the ipg replacement procedure on (B)(6) 2017 (ref. MFR. Report#1627487-2017-05251) one of the scs leads displayed high impedance measurements. As a result, the physician opted to explant and replace both leads during the same procedure which resolved the issue.